Event description:
It was reported that, surgeon revised a liner and head due to repeated dislocation on pt's right side. Per the sales rep, this pt was revised other times already for dislocation and this revision is possibly the 3rd revision for this pt.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.